Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad. Unable to program a basal to due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had buttons was not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump was not exposed to moisture. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there center and down arrow key button was unresponsive. Customer stated that an alarm was not in progress at the time the button was unresponsive. Customer stated that button was not unresponsive during an easy bolus attempt. The insulin pump will not be returned for analysis.